Event description:
Event description guidant received this transvenous defibrillation lead returned for testing with no information or allegation against the lead. The lead will be analyzed in guidant's reliability laboratory.